Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44-48 mg/dl range, cause was unknown. Customer administered glucose injections to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.